Event description:
The stryker strykeflow ii disposable suction/irrigator was set up for use. Shortly after set up, fluid was noted to be leaking from the device battery chamber onto the floor. There was no contamination or injury to the patient. The item was replaced with another device and used without incident.